Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. Subequently, guidant learned that this patient presented to the emergency room two weeks after the elective replacement. During the elective replacement, the leads for this device were reversed in the header.